Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system. Customer stated that insulin squirting out during manual prime. No harm requiring medical intervention was reported. The device will not be returned for analysis.